Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lower case was also found to be broken, ring cover, two side bail covers, three case screws, ring, and two side bails missing, and battery contacts compressed.

Event description:
It was reported there was no display. The device was frozen in start-up testing. No ring, bails, covers, or screws were sent. No information was received indicating patient involvement.